Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached inside of the pt and was retrieved at 157,935 joules of use. The case was completed using a second fiber. There was no injury reported. There was no additional info available regarding this event.